Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room on (B)(6) 2019 with symptoms of worsening shortness of breath and light headedness for the past 5 to 7 days. The patient also stated that he was fine while sitting but worsened when he walked. The patient experienced a very mild pain on the left side of his chest after exertion. Upon interrogation, loss of sensing was noted on the pacemaker and the patient experienced bradycardia into the low 30s. The device was reprogrammed and the issue was resolved. The patient was feeling much better and will continue to be monitored.